Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. As a result, it was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.